Event description:
It was reported that the system had a communication issue and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery and interconnect cable were replaced. The power supply connector was reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.